Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The nozzle unit of the gas module was found defective. After replacement of the nozzle unit, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle unit was not returned for our investigation, no ventilator logs provided therefore the root cause for the defective nozzle could not been identified.

Event description:
It was reported that the internal leakage test failed. There was no patient involvement. Manufacturer's ref #: (B)(4).